Event description:
(B)(4). Unexplainable abdominal pain frequently. Increased cramping during menstruation. Heavy bleeding during period. Painful intercourse. Loss all desire for intercourse with husband. Hair loss in clumps. Depression with " cutting urges" which I have never had before and now have to be on a low dose of paxil to fix it.

Event description:
(B)(4). Had hysterectomy to remove essure (B)(6) 2015. Have been divorced due to the side effects of essure and am currently in therapy to deal with the many changes that have occured in the past 2 1/2 years. Glad I will no longer be having heavy periods for months at a time. Hoping that the patches of hair will continue to grow back and that I will one day be able to have a normal relationship without having to feel like I cant offer him myself no matter how much I desire it too. No one should have to feel like they are being raped due to the immense amount if pain I felt from any type of intercourse. That is one side effect that left physical and emotional scars. Essure was a curse.